Event description:
Reporter alleged obtaining the results of 162 mg/dl, 342 mg/dl, 184 mg/dl, 173 mg/dl and 184 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she ate a cup of rice crispies with milk after the 162 mg/dl and before the 342 mg/dl result. Reporter also stated that she put the 162 mg/dl result in her pump for her insulin to be administered. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.